Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci s staging and hysterectomy and left parametrial dissection with ureterolysis and bilateral pelvic lymph node and right para-aortic node dissection on (B)(6) 2010 for endometrial adenocarcinoma. Isi was provided with the patient's operative report for the primary surgical procedure. Additional information provided included the patient's hospital and radiology reports. There was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during the primary surgery. There was no report of an intraoperative complication on (B)(6) 2010 the patient reported fever and was readmitted and diagnosed with pelvic abscess thought to be an infected hematoma. On (B)(6) 2010 the patient underwent an exploratory laparotomy with lysis of adhesions, drainage of abscess and evacuation of the hematoma. A small bowel resection with primary anastomosis was also performed.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci s hysterectomy for cancer. Post operative hematomas and hematoma infections are relatively common and are often confined to the pelvis. In this case the patient developed a small bowel obstruction possibly related to adhesions, but no evidence that a bowel injury was found.